Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2009; fr995-21 tissue valve, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.